Manufacturer narrative:
Per the clinic, the patient also experienced a head trauma to the implant site on (B)(6) 2025. The device was eventually explanted on (B)(6) 2025, and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.